Event description:
The ge oec 6600 fluoroscopy system had poor image quality due to a stuck collimator blade. Key also broken off in key switch.

Manufacturer narrative:
A ge oec service rep investigated the issue and key switch was repaired as well as the stuck collimator blade. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.